Event description:
It was reported, the patient's implantable neurostimulator (ins) had been off for "about 30 days" as of the date of report because, the patient was unable to charge the device. The power supply for the recharger had gone missing. The patient normally had the ins on all of the time. The patient was "in the hospital because lots of pain" 3 days prior to the date of report. The patient was unable to control the pain, and it was stated, she was not taking medication due to trying to stay away from medication. The patient was going to see her "gastro" health care provider (hcp) 2 days later, and her pain management hcp 3 days later. It was stated, the patient was "deteriorating." The ins was reported to have been "very helpful for her." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3778-75 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead; product ID, 3778-75 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead; product ID, 37752 lot# serial# (B)(4), product type recharger; product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).